Event description:
Peg (percutaneous endoscopic gastrostomy) tube placement device fell apart during installation. A small skin incision was made where a percutaneous 18-gauge needle introducer sheath was placed from the abdominal wall and into the stomach. The sheath was seen in the stomach endoscopically. The sheath was used to thread a pull wire, which was grasped with a polypectomy snare and brought out through the mouth. The pull wire was used to gently drag a 20-french ponsky pull gastrostomy tube into the stomach. Unfortunately, as the dilator was gently pulled through the skin, it popped off from the peg tube leaving the peg tube in the stomach. It was able to be retrieved and the procedure was repeated.